Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing during a slow ventricular tachycardia (vt) episode. Boston scientific technical services (ts) recommended to reprogram sensitivity and reducing the right ventricular refractory period (rvrp) to allow for sensing of the vt at such slow rates and allow to transition to tachy detected state. This device remains in service. No adverse patient effects were reported.